Event description:
The customer's mother stated that the customer was hospitalized, due to hypoglycemia. The customer's mother stated that the customer is on a diet and not eating very much carbohydrates. The customer's mother also stated that the customer had a seizure and has to have surgery on his shoulder. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.